Event description:
Reportedly, during the follow-up on (B)(6) 2021, the estimated residual longevity was >4 years. However, during the follow-up one year prior, the estimated residual longevity was >7 years. Based on preliminary analysis, normal battery depletion occurred.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the follow-up on (B)(6) 2021, the estimated residual longevity was >4 years. However, during the follow-up one year prior, the estimated residual longevity was >7 years. Based on preliminary analysis, normal battery depletion occurred.